Manufacturer narrative:
(B)(4). During an in-service the sales rep (sr) was presenting at the hospital regarding troubleshooting of he alarms with cath lab and ICU staff. The same iabp was used in the call report. Multiple he loss alarms were noted without obvious reason while using the sr simulator. The cath lab manager had reported that their biomed tech had checked out the pump and had cleared it for use after the call into the hotline on sunday, march 31, 2013. The he loss alarms continued during the in-service as he loss 3(2) so per the sr request, the cath lab manager called their biomed to come and check the pump. The biomed pulled out a regular iab (not a balloon in tube) and stated that the pump was not giving he loss alarms. The sr phoned our field service rep (fsr) to confirm that the biomed needed to use a balloon in tube and had the fsr speak to the biomed in person. After talking it out with the fsr they concluded that the iabp did in fact have he loss alarms and it was due to he loss in the pump. As a result, the fsr was able to send part(s) overnight to the account and has arranged for our contracted service tech to come tomorrow and service the pump. The account saved the strips from the original helium loss alarms (15 strips generated over 12 minutes, all helium loss 3 (2). Add'l info received on april 13, 2013 per field service report symptom - helium loss 2 confirmed. Software level 2.23. Findings/action taken: found helium loss 2 alarm after 3 minutes of pumping. Replaced pneumatic control switch (pcs) assembly functional check, okay. The pump is back in service. F/u report will be filed if add'l info becomes available.

Event description:
It was reported via a call from the intensive care unit (ICU) rn to the clinical support specialist (css) at 0457 cdt when the rn was receiving consistent he (helium) loss alarms. Indications for use: pe; catheterization, stent placed. The rn confirmed there was no blood in the intra-aortic balloon (iab) tubing. The css could hear the alarm and asked the rn to pass the reset button. The css had the rn press the green on button and the same alarm occurred <10 beats. The css asked the rn when the first alarm started and the rn stated after the chest x-ray. The rn also stated that they had log rolled the pt . The pt is reported to have a large pendulous abdomen. The css then had the rn put the bed at 0 degrees, pull sight tension at the insertion sight (no visible kinking) and hyperextend the groin by placing a pillow/towel under the insertion hip. The intra-aortic balloon pump (iabp) was restarted and it alarmed again; he loss within several beats. This occurred a few more times. The iabp was put back into service after the biomed tech had "checked the pump."

Event description:
It was reported via a call from the intensive care unit (ICU) rn to the clinical support specialist (css) @ 0457 cdt when the rn was receiving consistent he (helium) loss alarms. Indications for use pe, catheterization, stent placed. The rn confirmed there was no blood in the intra-aortic balloon (lab) tubing. The css could hear the alarm and asked the rn to press the reset button. The css had the rn press the green on button and the same alarm occurred <10 beats. The css asked the rn when the first alarm started and the rn stated after the chest x-ray. The rn also stated that they had log rolled the patient (pt). The pt is reported to have a large pendulous abdomen. The css then had the rn put the bed at 0 degrees, pull sight tension at the insertion sight (no visible kinking) and hyperextend the groin by placing a pillow/towel under the insertion hip. The intra-aortic balloon pump (iabp) was restarted and it alarmed again. He loss within several beats. This occurred a few more times. The iabp was put back into service after the biomed technician had 'checked the pump". During an in-service the sales representative (sr) was presenting at the hospital regarding troubleshooting of he alarms with cath lab and ICU staff. The same [abp was used in the call report multiple he loss alarms were noted without obvious reason while using the sr simulator. The cath lab manager had reported that their biomed technician had checked out the pump and had cleared it for use after the call into the hotline on sunday, march 31, 2013. The he loss alarms continued during the in-service as he loss 3 (2) so per the sr request, the cath lab manager called their biomed to come and check the pump. The biomed pulled out a regular iab (not a balloon in tube) and stated that the pump was not giving he loss alarms. The sr phoned our field service representative (fsr) to confirm that the biomed needed to use a balloon in tube and had the fsr speak to the biomed in person. After talking it out with the fsr, they concluded that the iabp did in fact have he loss alarms and it was due to he loss in the pump. As a result, the fsr was able to send part(s) overnight to the account and has arranged for our contracted service technician to come tomorrow and service the pump. The account saved the stops from the original helium loss alarms (15 stips generated over 12 minutes, all helium loss 3 (2). Additional information received on 13apr2013 per field service report symptom - helium loss 2 confirmed software level 2 23 findings/action taken found helium loss 2 alarm after 3 minutes of pumping replaced pneumatic control switch (pcs) assembly functional check, okay. The pump is back in service.

Manufacturer narrative:
Device evaluation: the pneumatic control switch (pcs) was returned for evaluation. Visual inspection of the pcs found it to be in good condition with no major defects. The pcs was connected to a manufacturing leak test station and tested en pcs was free of leaks. The pcs was tested twice and both times failed tile the failure mode was detected at valve 4 (drain) (electro-mechanical defect). Sure the ak test. Additional inspection of internal hardware found the valves. Condensation residue coating was found in valves were the older style black drain valve v4 internal hardware. This pcs contains older precision dynamics valves which we have replaced with numatic valves. Precision dynamic valves are no longer used in the pcs assembly. The pump was manufactured in 2004. A copy of the strip chart recordings were received and reviewed by clinical (everett). The strips confirmed a helium loss 3 alarm showing the balloon pressure baseline before inflation was below -10mmhg for two consecutive beats. A device history record review was conducted for the serial findings. The device passed all manufacturing specifications number with no relevant prior to release. Conclusion: the reported complaint of "he loss alarms" is confirmed. Functional testing. Valve 4 (drain valve) of the pcs was the pcs assembly failed mechanically sticking. This is consistent with the reported problem as a helium loss alarm can be caused by a valve failure. The cause was determined to be condensate residue consistent with normal wear.